Manufacturer narrative:
(B)(4). Physio-control has made multiple attempts to contact the customer regarding the status of their device but has not been successful. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device was showing a service indicator and had logged a critical event code. This failure could prevent the device from being used in a critical situation, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
The initial medwatch report indicates: physio-control has made multiple attempts to contact the customer regarding the status of their device but has not been successful. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control. The cause of the reported failure could not be determined. The initial medwatch report should indicate: physio-control confirmed with the customer that the device has been removed from service. The device has not been returned to physio-control. The cause of the reported failure could not be determined.